Event description:
During nasal surgery (hypertrophy turbinate surgery) a dispersive electrode was used. The plate was applied on the left thigh. The pt was placed on their back. An alsa excel 400 mc was used at an unk power setting. When the dispersive electrode was removed two second to third degree burns of app. 1.5 cm diameter were discovered under it. It is unk, how the burn was treated. The pt was characterized as a young adult of normal constitution. No weight and no age could be obtained despite of repeated requests for info. The electrode adhered well. The burn occurred on the long edge of the plate. It has not been possible to determine, whether the burn was facing away from the surgical area or to it. No esu safety feature has been used.